Manufacturer narrative:
Additional information received on 15-oct-2019 that the event occurred during testing.

Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with signs of fluid ingression at the downstream occlusion (dso) area and damaged nub. Event log history was performed and showed that 30 no disposable alarms were recorded in the event log. During analysis, the customer's reported problem regarding double beep - no cassette attached was unable to be duplicated. Simulated use testing was unable to replicate the error with or without the disposable attached. Service will recalibrate the upstream occlusion (uso) and the dso will be replaced to address the reported issue. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that, a smiths medical cadd legacy pump exhibited double beep for no cassette. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.